Event description:
This complaint is now reportable based on the analysis completed on 06/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 70% stenosed lesion being treated was located at the non-tortuous, severely left anterior descending (lad) artery. The physician implanted a 3.0x20 mm taxus liberte drug eluting stent in the proximal left circumflex (lcx), where the ostium of lad was also covered. Then, the ostial lad was predilated with a 2.0 x 15mm maverick balloon. No patient complications were reported. Patient status reported as "satisfatory". Howerver, the returned product analysis confirmed stent damage. This product is only ous approved but is is similar to a marketed us device.

Manufacturer narrative:
It is not possible to determine what influence the initial placed stent had on the difficulties that was experienced by the physician during the use of this device. An examination of the returned device found that the distal end of the stent was damaged and stretched distally. No other issues were noted with the returned device. This type of damage is consistent with the stent getting caught on a foreign object. The complaint description indicates that the physician was attempting to cross a previously placed stent with this particular device. No other issues were noted with the returned device which could have caused a restriction to occur during the physicians attempts to reach the target site. No additional complaints have been received for this batch. A review of the manufacturing record for this batch shows that the device met it's material, assembly and product specifications at the time of this release to distribution.